Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
During an acl reconstruction it was reported that when the needle was pulled out after deploying t1, t2 implant fell off from the inserter needle without pushing the trigger. T1 and the suture tied to t1 remains inside the body. The procedure was completed with a back-up device. There were no reported patient injuries or complications. Since the device was disposed at the facility after the procedure, it will not be returned for evaluation.